Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device disconnected and leaked while a pediatric patient was undergoing a procedure. During a bone marrow biopsy the patient was being infused intravenous fluids with electrolytes and an unspecified pca (patient-controlled analgesia) at 20ml/hour which was initiated 36 hours prior to the event through a central line. All the lines were replaced emergently. The patient did not require any other medical intervention. It was not reported if the patient required hospitalization for the event. The patient¿s recovery status and outcome of the event were not reported. No additional information is available.